Event description:
Patient bravo capsule placement was performed late (B)(6) 2018. Patient called next day reporting that the bravo machine was acting weird and stopped working at around 10 am. Patient said she placed the bravo machine under her pillow and slept on it overnight. She woke up (2am) machine was "on". Then she noticed at 10am that the machine turned "off" by itself. She turned it back on and noticed the bravo saying "data not uploaded, please plug to pc". Contacted technical support and was advised to ask patient to bring back the machine, to upload the data, and restart the study. And that was done. We were able to restart the study successfully with the guidance of tech support. However, shortly after the patient departed from the hospital, she called to say the machine is showing the same message again, this time it kept on rebooting. I called the tech support again, and this time he recommended to abort the study. This device was purchased in april and will be sent out for evaluation/repair. Reported to: technical support - bravo/ covidien. Covidien rep.